Event description:
The customer reported discrepant troponin I (access accutni) results, for an unspecified number of patients, involving access 2 immunoassay system. Subsequent testing of the patient samples, on an alternate access 2 system, recovered lower results of approximately 0.01 ng/ml. The customer stated all troponin I patient results greater than 0.06 ng/ml are retested and non-reproducible values are not reported. The discrepant results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) performed preventive maintenance (pm) on the instrument and resolved the issue. The fse did not note any hardware issues. The instrument conformed to the manufacturer's published performance specifications. A definitive root cause of the event is unknown.